Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2011 concurrently with a hysterectomy in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems, and dyspareunia. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with robotic total laparoscopic hysterectomy, bilateral salpingo-oophorectomy, anterior-posterior repair with perineoplasty, and sling procedure due to stress urinary incontinence, uterine fibroids, ovarian cysts, and hypermobility of the urethrovesical angle.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that the patient underwent mesh excision on (B)(6) 2013 by (B)(6), due to bladder outlet obstruction from a midurethral sling, detrusor over activity, obstructive voiding and intraurethral mesh.

Event description:
Details: it was reported that the patient underwent mesh excision on (B)(6) 2013 by (B)(6), due to bladder outlet obstruction from a midurethral sling, detrusor over activity, obstructive voiding and intraurethral mesh.